Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during a cholecystectomy, when attempting to use the ae05ml device, the handle could not be pulled, as if a pin was stuck inside".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed a broken safety pin in the safety pin hole. The hole where the safety pin is placed was deformed on the applier's handle frame. There was no biological material observed on the device. The reported complaint of "broken safety pin" was confirmed based upon the sample received. The device was returned with a broken safety pin and damaged the safety pin hole. Proper functional testing could not be completed because the applier was unable to be engaged due to the broken safety pin. R & d concluded the probable root cause for the safety pin breakage is a fracture defect with the supplied safety pins. Actions to address the safety pin break were established as part of a non-conformance, which was closed on (B)(6) 2025. The returned sample was manufactured prior to these actions on (B)(6) 2025. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during a cholecystectomy, when attempting to use the ae05ml device, the handle could not be pulled, as if a pin was stuck inside".